Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012 customer reported that the tubing came off behind the probe wipe on the lh780 analytical station, and the plastic was broken on the sleeve. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted a clenz leak at the base of the probe truck assembly. Fse stated that customer had found the tubing on the probe truck disconnected and re-connected it. Fse verified tubing had been properly attached and routed. This resolved the issue.